Event description:
It was reported by service report that the stretcher has one pedal was missing and the other pedal does not engage drive or brake. There was no patient involvement or adverse consequence reported.